Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted as it had perforated the heart wall. The patient was given antibiotics and a lead replacement procedure was performed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted as it had perforated the heart wall. The patient was given antibiotics and a lead replacement procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provide any additional information.